Manufacturer narrative:
Concomitant medical devices: mtw ercp catheter, unknown model. Boston scientific's flexima¿ biliary stent system. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 3.7cm to 4.2cm from the distal end, the wire guide covering has twice folded over itself. Approximately 4.2cm to 5.7cm from the distal end is a section of bare core wire. The wire guide has no kinks, but a few rough surfaces are found throughout the entire length of the wire guide. The device was returned with the wire guide holder, and a clear liquid was observed in the holder. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause if additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat® 2 calibrated tip wire guide. After cannulation of the bile duct, the wire guide was advanced to the bile duct. The stent [tip was not metal] was advanced over the wire. When the stent was about to come out from the tip of the endoscope channel, the physician felt resistance so he removed the wire and the metal stent from the body and found peeling of the wire guide coating 5 centimeters (cm) away from the tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.